Manufacturer narrative:
The customer reported that the cns (central monitoring system) is getting a ssd access error. The customer sent the log files to nihon kohden technical support for analysis. A loaner unit was sent out to the customer while this report is under investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) is getting a ssd access error. The customer sent the log files to nihon kohden technical support for analysis.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a ssd access error. The customer sent the log files and the device to nihon kohden for analysis, evaluation, and repair. The ssd access error could not be duplicated. When booting up, the device displayed a "cns6201.exe- corrupt file" error message, indicating that the file or directory c:\$mft was corrupt and unreadable. Running a scan disk resolved the issue and the cns started to function normally. Nihon kohden's repair center completed all of the steps in the maintenance check sheet of the service manual and performed an extended test. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.